Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how many devices were involved in this single procedure? =>the sales rep reported 1 device. Please provide lot number =>the lot number is pmz177. Please provide procedure date =>no further information is available. Current patient status? =>no further information is available. Device return status/follow up =>we regularly contact with sales rep about the device returning. No further information will be provided. How was the broken needle piece found and retrieved? =>no further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tha procedure on an unknown date and suture was used. During the procedure, the needle was broken when passing the needle through the tissue by holding the needle with a needle-holder. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (b)(64. A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.